Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device underwent product evaluation testing at walkmed infusion during which it was confirmed that the device had an open state of free flow when the IV tubing is inserted and the door is closed. Walkmed infusion performed further failure investigation and identified a worn pressure plate and door latch as the cause of the failure.

Event description:
During product evaluation, walkmed infusion observed the device to have an open state of free flow. The device was initially sent to walkmed infusion for a report that the pump immediately starts beeping when the pump is turned on, the buttons on the pump do not function, and the screen is blank.